Manufacturer narrative:
(B)(4) date sent: 7/21/2016. Batch # unk additional information requested but unavailable: what were the indications for surgery? What named vessel was the device being fired on? Is it routine to use a green cartridge for vessels? What precautions were taken for distal and proximal control prior to firing? Did the event occur during the first firing of device? Were clips used in the area? What troubleshooting steps were taken to open the device? How was the device removed from the patient? What was the reason for converting to open? Once removed, were any staples visible? How far did the device staple? Which firing stroke did issue occur on? What is the current patient status?

Event description:
It was reported that during a laparoscopic anterior resection procedure, the green cartridge was inserted into the device and placed into the trocar to staple and cut through a large vessel. Unfortunately, half way across the vessel, the cartridge jammed and the surgeon was not able to continue with the procedural steps without converting to an open procedure, which is what happened. The theatre team did not retain either the device or the cartridge for analysis. It is not known how the procedure was completed.